Event description:
Patient reported pain, stiffness, encapsulation, and "unable to stay in some positions." Patient also reported "a small peri-implant liquid collection on the right," "mastalgia on the right,¿ ¿small radial folds¿ and cysts (not device related) via ultrasound and MRI. Healthcare professional later reported capsular contracture, baker grade ii." This is for the left side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.